Manufacturer narrative:
A ge oec service rep investigated the issue and appreciated a slight change in the left monitor brightness on one occasion while assessing the system. The display adaptor pcb was re-seated to assure good contact and the cabling. The monitor cables were also re-seated. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt's info relating to this issue.

Event description:
The ge oec 6800 miniview fluoroscopy system had an image quality issue where it was reported the screens were light and dark.